Event description:
It was reported that during patient use, the pump displayed a downstream occlusion error. The outcome of the event was the patient's therapy was delayed, and the pump was swapped out. It is unknown if there was patient injury as a result.

Manufacturer narrative:
One device was received for investigation. During visual inspection the device was observed to have a scratched lens. The device event log had previously recorded downstream occlusion alarms, however, the reported error could not be reproduced during functional testing, therefore the investigation could not confirm the reported complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. As a preventative measure, the device downstream occlusion sensor was replaced, and the device passed all testing.